Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5106498) on 04-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergic reaction's) in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criterion disability), autoimmune disorder ("autoimmune issues"), fatigue ("tired/ fatigue"), cellulitis ("cellulitis"), rash ("skin rashes"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("migraines"), weight fluctuation ("weight changes") and headache ("headache") and was found to have weight increased ("weight gain"). At the time of the report, the hypersensitivity, autoimmune disorder, fatigue, weight increased, cellulitis, rash, alopecia, arthralgia, migraine, weight fluctuation and headache outcome was unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, cellulitis, fatigue, headache, hypersensitivity, migraine, rash, weight fluctuation and weight increased to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5106498) on 04-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergic recations') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criterion disability), autoimmune disorder ("autoimmune issues"), fatigue ("tired/ fatigue"), cellulitis ("cellulitis"), rash ("skin rashes"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("migraines"), weight fluctuation ("weight changes") and headache ("headache") and was found to have weight increased ("weight gain"). At the time of the report, the hypersensitivity, autoimmune disorder, fatigue, weight increased, cellulitis, rash, alopecia, arthralgia, migraine, weight fluctuation and headache outcome was unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, cellulitis, fatigue, headache, hypersensitivity, migraine, rash, weight fluctuation and weight increased to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.